Event description:
Our sales representative was informed that an ecp had a patient that developed a corneal bacterial ulcer of the left eye two years ago. No location of the ulcer or any further information was made available. The event has since resolved with no reduction in visual acuity. No lenses or lot number information was available. Product: focus night and day.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: although it resolved quickly, no reduction of vision was measured and the culture was negative, it says "corneal bacterial ulcer". Insufficient information (the lens was not made available; unknown lot number) prohibits an investigation of the contact lens associated with this complaint. (B)(4).